Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was in hospital for lung surgery. The blood glucose was 395 mg/dl at the time of the incident. The other blood glucose level was 340 mg/dl. The customer reported that 2 diabetic specialists at the hospital had told her the pump was broken. The customer reported that she's also not coming down with manual injections and feels insulin pump was not working. The device will not be returned for the analysis.